Manufacturer narrative:
The radiographic images showed the 2 most proximal pegs protruding from the lapidus nail. The device history record was reviewed and met all material specifications with no deviation identified. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that patient underwent a surgical procedure that utilized paragon 28 phantom lapidus nail on (B)(6) 2017. It was reported that 2 proximal pegs backed out of the lapidus nail. The initial reported mentioned that the patient did ambulate earlier than recommended and that the nail was over-tightened in compromised bone quality. A revision surgery was not schedule and the parts are not expected to be returned. This is report 2 of 2 for the incident.